Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: at 8:00 am on april 20th, due to the needled-npe failed to retract automatically into shield-npe and remained exposed when removing, a nurse experienced a needlestick injury while removing the safety needle after an insulin injection to a patient. Following the incident, the nurse immediately treated the wound according to standard procedures and reported it to the person in charge. The relevant parties will be contacted subsequently to address the safety needle malfunction. Interventions: 1. Cleansed the puncture skin with normal saline. 2. Rinsed the puncture skin alternately with running water and soapy water and disinfected with medical alcohol and iodine. Ae report no. (B)(4). Call center didn't contact the customer successfully and was not able to acquire the information reported in the ae regulatory system, if there's any update, it will be updated by email. Material code in system: 329505. Sample availability: unknown. Sample availability details: unknown.